Manufacturer narrative:
A review of the complaint history for sn 15667854 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that c drive exceeded threshold. A technical support specialist (tss)dialed into the station and logged in as cfnadmin, made the application down. The carefusion data synchronization service and maintenance service were stopped under services. Dsclientoltp was selected from the database. Tss executed certain queries to synchronize the database to resolve the issue. Tss monitored the windows event log to ensure the database error was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, medications could not be pulled, appearing on the pyxis server but were not connecting to the machine. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.